Event description:
While attempting to ligate a vessel in the duodenum during an upper endoscopy, the clip would not deploy. The clip was removed and another clip was successfully placed. The event occurred during a visibly bleeding vessel. The nurse attended an inservice the week prior.